Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedures by replacing the used misaligned and loose mixer. Based on all available information and abbott diagnostics' complaint investigation, the analyzer performed as intended and no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). An evaluation is in process.

Event description:
The customer observed falsely elevated creatinine results on the architect c16000 analyzer. The following data was provided: (B)(6) initial 1.55 mg/dl, repeat 2.61 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction of the mixer was identified, therefore, the device was not performing as intended, however, no systemic issue or product deficiency was identified. The issue was resolved by replacing the used misaligned/loose mixer.